Manufacturer narrative:
Analysis was normal. No anomaly was found. The lvad device caused interference with the ICD telemetry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an lvad. After the procedure, no communication could be established with the device. The device was explanted and replaced.